Event description:
It was reported that the left ventricular (lv) lead dislodged post-implant. The lead was programmed off until the procedure to reposition the lead. The physician was unable to stably position the lead after multiple attempts. It was then decided to have the patient evaluated for epicardial lead placement. Having completely unscrewed the setscrew from the threads, the physician could not engage the set screw with the wrench when trying to reconnect a lead to the implantable cardioverter defibrillator (ICD). Further attempts were made to re-engage the setscrew only to find that the screw was then sideways. After attempting to turn and re-engage, the screw several times unsuccessfully, the ICD was replaced. The lv lead was completely removed but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet and a loose/detached set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead , (B)(6) 2007; 4574 implantable tachy lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.